Event description:
Materials manager reported the filter leaked out the vent on one drug; ixempra. This is noticed right at the start of the infusion. Pharmacy pre-mixes the drug with lactated ringers and transfers to a 250 ml evacuation bottle. The infusion is primed in pharmacy. No pt harm was reported and no medical intervention was required. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Customer stated that the product was discarded due to chemo contents. The report of the filter leaking out from vent could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure is unknown.